Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 584 mg/dl. The customer was treated for high blood glucose with novolog pen. The customer declined to troubleshoot stating she is fine now. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 43 mg/dl. The customer was treated with orange juice and her blood glucose this morning was 93 mg/dl.